Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transcarotid tavr procedure for a 26mm sapien 3 ultra valve, during insertion of the commander delivery system in to the 14fr esheath, there was a high push force at the partially expandable portion of the esheath and as the team looked down, the valve stent strut was protruding outside of the esheath. The entire system was removed as a unit. There was no vascular injury as this was all occurring outside the body.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed as the valve or relevant imagery was not returned for evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during insertion of the commander delivery system in to the 14fr esheath, there was a high push force at the partially expandable portion of the esheath and as the team looked down, the valve stent strut was protruding outside of the esheath'. Per procedure training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it was possible that resistance was encountered during delivery system (with crimped valve) advancement so high push force was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the reported frame damage. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. A product risk assessment was previously initiated to investigate and assess the risks associated with frame damaged. As such, available information suggests that procedural factors (excessive device manipulation/ high push force) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.